Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 130 mg/dl. Customer's mother also reported the insulin pump was stuck on the missed bolus reminder screen. It was also reported by the mother the customer had ketones. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched display window, reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.